Manufacturer narrative:
From the information provided and the analysis thereof, a general reagent issue can most likely be excluded. The differences generated between the different methods most likely relate to methodological differences. To the differences in the values generated with the different analyzers, it needs to be taken into account that assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used, differences in reference materials/methods and the standardization methodology used. Product labeling states "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings."

Manufacturer narrative:
Na.

Event description:
The initial reporter received questionable elecsys ft4 iii assay and elecsys ft4 IV assay results from one patient sample tested on the cobas 8000 core unit with unknown serial number and the investigation site's cobas e 801 module with serial number 14d9-06. This medwatch is for the ft4 IV assay. Please refer to the medwatch with a1 - patient identifier pt-80726 for the ft4 iii assay. The date of blood sampling was used as the date of the event. The initial results were not reported outside of the laboratory. The reporter noted discrepancies between the ft4 assay and the patient's clinical condition. The patient sample was then sent to an investigation site that uses a cobas e 801and an outsourced laboratory that uses an abbott architect. Please refer to the attachment pt-80726 for the highlighted questionable results.